Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set. The following information was received by the initial reporter with the following verbatim. It was reported by customer that chemo found dripping from connection in the IV tubing. Able to resecure and continue the infusion. The second event the next morning at 0800. With this medication, air bubbles are very common, so they often have to remove the tubing from the pump and flick it to move the bubbles up

Event description:
No additional information was provided.

Manufacturer narrative:
The customer reported the tubing was leaking/bubbling, and returned one photo of material 11171447, lot 24125051. Upon initial visual examination, the set verified the complaint of separation at the lower fitment, press fit connection. The silicon tubing separated from the safety clamp. There is evidence on the silicon tubing that the ring retainer (little blue ring) had been attached to the tubing. The root cause for the issue could not be traced to the manufacturing site. The root cause is traced to probable clinical issue, and a member of our clinical team was notified. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.